Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
The plaintiff was implanted with an ams monarc sling system during surgery on or about (B)(6) 2011, "to treat pelvic organ prolapse and/or stress urinary incontinence and/or rectocele and/or other conditions." It was alleged by the patient's attorney that the plaintiff suffered injuries "including but not limited to pain, scarring, adhesions, urinary and bowel dysfunction, infection and/or inflammation, foreign body reaction, erosion, contraction, hardening, nerve and soft tissue damage, inability to engage in chosen and necessary activities, potential for additional surgery and loss of enjoyment of life."